Event description:
While servicing a (B)(4) old male pt's battery charger/modem for anon-related issue, a reportable problem was discovered. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. Upon servicing, the charger/modem was unable to power up. The cause of the charger/modem not powering up was a flash memory error caused by defective flash memory chips u102 and u105. The root cause of the defective flash memory chips cannot be positively determined but was likely random component failure. No adverse event resulted from the defective flash memory. The pt received a replacement battery charger/modem.